Manufacturer narrative:
The subject device was evaluated. Device evaluation noted a leakage was found at switch box. In addition, the nozzle was found clogged with foreign material and noted to be attributed to insufficient reprocessing. Furthermore, the following findings during evaluation were noted on the device. Scope connector (sc) cover corroded. Grip scratched. Air/water (aw) and suction cylinder discolored. Universal cord scratched. S-body cracked. S-cover cracked. Light guide (lg) lens cracked. Connecting tube has a wrinkle. Angulation out of standard. Air/water (aw) tube clogged. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue "it doesn't insufflate". The issue found during an unknown. There was no patient harm , no user injury reported due to the event. Device evaluation found a clogged nozzle with foreign material.. This report is being submitted for clogged nozzle with foreign material found on device evaluation (insufficient cleaning, insufficient cleaning (handling problem).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It is unknown if there were any deviations in reprocessing. Olympus will continue to monitor field performance for this device.